Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was determined the atrial leadless pacemaker (lp) was not capturing. Chest x-ray confirmed the lp had dislodged to the pulmonary artery. The lp was successfully retrieved. The patient was in stable condition.